Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were discharge, increase in pain, wound edges with erythema and a less than 1 cm opening of the incision. The patient was prescribed antibiotics. Infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.